Event description:
It was reported that the patient experienced inaccurate measurements. Right heart calibration was performed on (B)(6) 2019 but unable to recalibrate the sensor. Later the cm mean increased by 5 mmhg manually which resolved the issue.